Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that that nothing was done. Patient was told that there was some movement to be expected. The issue was not resolved, no actions were taken to resolve the problem.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications and failed back surgery syndrome leg/back. The reason for call was patient states a couple months ago or so they fell and landed on their back right where the stimulator battery is. Patient states they don't know if something broke or whatever but right now it has become very mobile and moves all over their back. Patient then states they fell about 2 months ago and is not sure when but the moving around started about a month ago. Patient stated it is almost like it is totally detached and sometimes when they sit a certain way or bend it will pinch and give them a pain in their back where the implant is. Pt states they have a little lump on the bottom of the incision and doesnt know when that started. The issue was not resolved through troubleshooting. The patient was redirected to the ir healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who reported that the implantable neurostimulator (ins) only has functional electrodes on 2, 5, 9, 10 and 13. They reported the patient was told the next step would be a lead revision. No lead revision has been scheduled.

Event description:
Additional information was received from the rep and the patient. It was reported that patient states sometime last year she fell and landed directly on the ground on the side of her battery is located. Patient states since fall her coverage area for simulation has changed and she is not getting the same level of pain relief. Loss of therapy, return of pain. New xray picture show leads migration to the left sector of t8 spine. Impedances on contact 0,1,7,8,15. High impedance (40000) on 1.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) , product type lead product ID 977a260 lot# serial# (B)(6) , product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.